Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed one detached needle, one needle suture piece and one empty labeled winding former that pertains to product code sxpp2b101. During visual inspection of the detached needle. Marks were noted at the edge of the swage area. The barrel hole was examined, and suture remnant were observed. This condition likely caused that the needle to detach from the suture thread. Upon inspection of the needle suture piece, the swage and attachment area were noted to be as expected. The suture was examined and the end was found cut likely by a surgical instrument. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. To avoid this kind of damage, the needle should be grasped in an area one-third to one-half of the distance from the attachment end to the point, as referenced in the instructions for use. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During an unknown breast and endocrine surgery, it seemed like the suture detached from the swage part easily. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.